Event description:
The pt had two leads implanted with the same lot number. It was reported the pt experienced a change in his stimulation after an automobile accident. The pt underwent revision surgery to reposition his leads, but the physician was unable to place the leads due to scar tissue. The physician decided to remove the pt's entire scs system and referred him to a neurosurgeon.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.